Manufacturer narrative:
Diagnostic/functional testing was performed by the philips authorized biomedical technician. Results of functional testing indicate that the testing failed 3 times. The biomed to place a parts order to replace the defective pump. The pump was replaced. Based on the information available and the testing conducted, the cause of the reported problem was a defective pump. The reported problem was confirmed. The pump was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on intellivue mp5 indicating that the blood pressure unit reading is out of range. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Box d1 through d4 has been updated with the correct product information.